Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor alarm. The customer reported external ram crc error and unexpected restart for which a cold reset was performed. The customer¿s blood glucose was unknown at the time of incident. The customer stated that they were able to clear the alarm and rewind the insulin pump. Later, the customer reported that the motor alarm was recurring during normal pump use. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.